Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath prior to a heart catheterization diagnostic procedure. Reportedly, when the plunger was retracted a cuff miss occurred. The proglide device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Twenty-six unused, sterile representative samples were returned with the lot numbers 40520k1 ((B)(4) proglide devices) and 40509k1 ((B)(4) proglide devices) were returned for evaluation. Based on a visual and functional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history records revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the returned lots did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.